Event description:
Information was received from a consumer regarding a patient who was receiving 0.5 mg/ml dilaudid at 0.07390 mg/day via an implantable pump for non-malignant pain and degen disc disease/herniated disc pain. It was reported that the patient had back pain and pain at the pump site when she would bend over. The patient did not like the location of the pump as every time she bent over it hurt. Additionally, she thought it moves. The patient thought she lost a little bit of weight and every time she does, she thinks it moves and everything would move with it. This was noted to have begin 3 to 4 months ago. Since "probably (B)(6)", the patient noted back pain. It was stated the more she did, the more her back would seem to hurt. It was noted the patient was doing stuff she had not done in years and was probably "overdoing stuff". It was also stated that the patient was noticing some spots she did not know if the medicine was going to reach. It was also noted that the patient had read the drug dose and concentration from the refill on (B)(6), however it had been increased since then. The patient had an appointment with her healthcare provider (hcp) on (B)(6) and it was stated that every time she would go to the hcp, he would not increase it very much, but if she hurt he would increase it.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that there was nothing wrong with the pump and patient was getting good relief with it. When patient called, she didn¿t mean to incinuate that there was an issue with the pump, she just stated it looked like a little pregnant frog. The patient was very complimentary about her physician and stated she had helped get her back to having a life, she could now shop and do other activities that she couldn¿t before. She stated that she basically sat in a chair for 5 years until she got the pump and stimulator and she had quit taking all oral medications one week

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.